Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional h3 investigation summary: h3 investigation summary: eight packets of product code w9981 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the name of the procedure? Circumcision in pediatric urology. Device return status: we are waiting for the returning of the sample.   Patient's first event reported via mw # 2210968-2021-06868.

Event description:
It was reported that a patient underwent a circumcision in pediatric urology procedure on (B)(6) 2021 and the suture was used. During surgery, the problem of pulling off suture needle occurred . A like device was used to complete the surgery. There were no adverse patient consequences reported.